Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Information requested, but not yet received.

Event description:
It was reported that the patient's lead has migrated. As a result, surgical intervention may be undertaken at a later date to address the issue. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that both leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue. Effective therapy was restored post-op.